Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a month prior to contacting lfs (date/time unknown). The patient's testing frequency and usual blood glucose range are not known; however, according to the csr's documentation, the patient manages her diabetes with insulin (via insulin pump). According to the csr's documentation, a few minutes prior to the start of the alleged meter issue, the patient was reportedly unresponsive and having a seizure. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptoms, is not known and it is not clear what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to her diabetes management, activity level, or meals before the alleged issue began. According to the csrs documentation, at the time of the alleged issue the patient reportedly obtained blood glucose readings of "131mg/dl" with the subject meter and "16mg/dl" with the emergency medical services (ems) meter, performed within five minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At an unspecified time later, the patient was administered IV glucose as treatment. It is not known when the patient's symptoms improved and it is not clear if the patient received any additional medical intervention. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although the patient's symptoms began prior to the start of the alleged issue, this complaint is being reported because the patient allegedly obtained a blood glucose reading of "16mg/dl" with the ems's meter and was later treated for hypoglycemia after the reported meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults were found. The primary complaint was not confirmed. The meter was found to work properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.